Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the sensor failed and when the patient removed the sensor, he noticed a hard 'pimple like bump' which felt 'weird' where the sensor had been inserted into the arm. He was out of town at the time and when he returned four days later, he was evaluated by his healthcare personnel (hcp). His hcp performed an x-ray which was negative for a retained wire or foreign object. The 'bump' was incised, drained, and a sample of drainage was sent for culture and sensitivity testing. Once incised, the area was packed with iodoform gauze packing strips which required daily replacements (B)(6) 2022 and the patient was prescribed an oral antibiotic (doxycycline). The patient was diagnosed with an abscess and staph infection. No additional patient or event information is available.